Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part/lot combination are unknown at synthes gmbh, no DHR review possible. He received x-ray shown that the implants are intact. Its seems that no allegation of a device malfunction. The complaint therefore has been determined to be unconfirmed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. X-ray review: the received x-ray shown that the implants are intact. Its seems that no allegation of a device malfunction. The complaint therefore has been determined to be unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent reamer/ irrigator/ aspirator (ria) bone harvest and a revision of devices due to a failed fixation distal femur fracture. The patient originally implanted with variable angle condylar plate 12 hole left and screws on an unknown date. The plate and screws were explanted. It was revised to zimmer retrograde femoral nail and also with a dual fixation with synthes va condylar plate 22 hole. The procedure was successfully completed. Patient status was stable. This complaint involves ten (10) devices. (B)(4).